Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted that both occlude feet were broken off the light blue main body. There was brown/yellow staining the main body and twist clamp. Functional testing including clear passage testing was performed with no issues noted. Leak testing and clamp function testing noted leakage through the set with the clamp closed. The reported condition was verified. The cause of the crack/damage was undetermined; however, was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an minicap extended life pd transfer set minicap had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.